Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18697. The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt's scs system will be explanted at a later date due to unk reasons.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.